Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker exhibited a heartrate of 50 beats per minute (bpm), despite having a lower rate limit of 60 bpm. In an attempt to review the device's data, there was difficulty interrogating this pacemaker. A successful interrogation occurred in programming mode; however, the health care professional (hcp) was unable to interrogate the device in the read only mode. Technical services (ts) suspected the device had reached end of life (eol) and recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This report is being submitted as additional information was received that this device was explanted and replaced due to normal battery depletion (nbd). A request was made for the device to be returned. This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker exhibited a heartrate of 50 beats per minute (bpm), despite having a lower rate limit of 60 bpm. In an attempt to review the device's data, there was difficulty interrogating this pacemaker. A successful interrogation occurred in programming mode; however, the health care professional (hcp) was unable to interrogate the device in the read only mode. Technical services (ts) suspected the device had reached end of life (eol) and recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported. This pacemaker has not returned for analysis.

Manufacturer narrative:
This report is being submitted as a correction was made to the patient code. This report is being submitted as additional information was received that this device was explanted and replaced due to normal battery depletion (nbd). A request was made for the device to be returned. This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker exhibited a heartrate of 50 beats per minute (bpm), despite having a lower rate limit of 60 bpm. In an attempt to review the device's data, there was difficulty interrogating this pacemaker. A successful interrogation occurred in programming mode; however, the health care professional (hcp) was unable to interrogate the device in the read only mode. Technical services (ts) suspected the device had reached end of life (eol) and recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported. This pacemaker has not returned for analysis.